Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What instruments were used to grasp the needle? Where was the needle grasped during use? Did the prolonged anesthesia time changed the outcomes of the post-operative care of the patient? Was there any additional tissue damage as a result for searching for the needle? What is physician¿s opinion as to the etiology of or contributing factors to this event if applicable, will product be returned, return date, tracking information what is the patient current status?

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. After sewing the vaginal cuff, the surgeon removed the needle driver, suture and trocar all at once. When handing off to the surgical tech, it was noticed that the needle was missing. An extensive search was made for the needle, both inside and outside the patient. X-ray was brought in but no needle was identified in the patient. Hospital protocol directed the patient not be woken from anesthesia until radiology signed off on the x-rays. Radiology identified a potential needle. The patient was re-draped and the surgeon re-entered the patient (laparoscopically). No needle was found at the location identified by radiology. At this point, a general surgeon scrubbed in and assisted. Additional efforts were made to locate the needle in the patient to include the pre-peritoneal space at the trocar site, but no needle was found. Fluoroscopy was then brought in. The needle was found in the pre-peritoneal space. With live guidance, the needle was found and removed with hemostats. Additional information was requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: unknown. What instruments were used to grasp the needle? After separation from suture, hemostats were used to grasp the needle. Where was the needle grasped during use? At approximately the midpoint of the needle. Did the prolonged anesthesia time changed the outcomes of the post-operative care of the patient? No. Was there any additional tissue damage as a result for searching for the needle? None beyond the lengthening of the wound beyond the 5mm trocar incision. What is physician¿s opinion as to the etiology of or contributing factors to this event? Contributing factors is that our needle came off and that has never happened with vloc over hundreds of cases. If applicable, will product be returned, return date, tracking information? Needle was disposed of. What is the patient current status? Patient is fine.